Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. :it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that stent dislodgment occurred. The patient presented with st-segment elevation myocardial infarction (stemi). The target lesion was located in a coronary artery. A 3.00 x 12 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled back, the stent stroke off the stent delivery system and remained on the guide wire. The stent was retrieved with a snare and the procedure was completed after two other synergy stents were implanted. No patient complications were reported and the patient's status was fine.